Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was giving patient problems, they can't urinate, and it's hurting. It hurts to go to the bathroom. Patient is crying because they can't pee. Feels like a rock on their clitoris when they pee. The patient is in horrible pain. Not burning pain. Just pain when they pee. Patient has to press on their clitoris to urinate and half the urine stays in them. The urine just comes out little by little. Patient has pain all over their body, didn't sleep last night, and has a migraine. Patient can't have intercourse, "it hurts like hell". The doctor had put mesh in and took it out. It was not clear if that was before or after the implant but got the impression it was before the implant. The doctor told the patient they needed to learn to live with the pain. The patient's symptoms started about a month ago. The patient went to their new doctor about two weeks ago. Patient took a urine sample to the appointment and they didn't test it for urinary tract infection. Patient said, the doctor doesn't know how to deal with the stimulator. Patient told them that they were having problems with the device. The doctor said they are going to have to study patient's device. Patient didn't know how to work the device. The doctor gave them cream to see if that helps. Now the pain is getting worse. If the pain keeps up, patient said they're going toneed to go to the emergency room. Agent walked caller though checking their settings. While on call, the patient increased their stimulation on the current program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Agent also told the patient to follow up with the doctor. Told patient if the doctor has questions they can call technical services, or can call to request a rep to come to the appointment.